Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump was replaced due to the motor stalls. The health care provider (hcp) had also indicated there was "too much drug left in pump" but they had not checked the reservoir. The device manufacturer representative (rep) didn't know how they were determining how there was too much drug left in the pump. It was again reported the patient was not going through withdrawal and did not have any withdrawal symptoms back in march. It was noted the patient stopped receiving drug in march and had a loss of therapy however. The eri (elective replacement indicator) was now at 8 months. Event logs at the time of this report showed stalls and recoveries from (B)(6) 2015. Multiple tube set messages occurred as well. The most recent stall that occurred on (B)(6) 2015 as previously reported resulted in a tube set message 48 hours later. No further log entries were reported. The patient, following the replacement, was now getting effective therapy. It was indicated the patient was receiving lioresal intrathecal. Further follow up is being conducted to clarify/confirm the type of baclofen being delivered via the device system as gablofen had previously been reported. Should additional clarifying information be received, a follow up report will be submitted.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to the shaft-bearing. The pump failed the alarm test, and it could not be heard during the alarm test. The peak-to-peak voltage was 6.6 volts, and the battery voltage was 2.86 vdc. The peak-to-peak voltage during this test needed to be at least twice that of the battery voltage measured during the test, which it was. No anomalies were found on the resonator.

Event description:
It was confirmed that there were multiple motor stalls noted on the logs. The first stall occurred on (B)(6) 2015 but that was far as the logs could go. The most recent stall occurred on (B)(6) 2015, and a recovery had not been noted. It was noted that some of the stalls lasted less than 24hrs and some stalls lasted greater than 24hrs. The stalls occurred over a long duration. A tube set message was also reported. The patient had not had an magnetic resonance imaging (MRI) and the cause of the stalls was unknown. The patient¿s mother did not notice any withdrawal symptoms. On this report date, the health care professional aspirated the pump reservoir and was expecting 8ml but got 20ml, the pump was refilled. It was noted that no troubleshooting, interventions or actions were taken; it was not needed. The pump was reprogrammed multiple times without success. The issue was ongoing. The estimated elective replacement indicator was 8 months. There were no patient symptoms reported. The device system was used to deliver gablofen. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported that the patient had not had lioresal in their pump for over 5 years the time that the patient had been under the healthcare provider's care as they had only ever used gablofen. The only drug in the pump has been gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n194993007, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a miscellaneous alarm anomaly. The cause was undetermined.